Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer canceled the workorder as the issue was already cleared by an analyst. The system functioned as intended after the analyst troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that they had a drawer failure and have attempted to fix this via usual routes, with no success causing a delay in dispensing medication to the patient there were no adverse events or injuries reported based on this event.